Manufacturer narrative:
The failure investigation has been completed and the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that the pump's alarm volume and vibration were too low. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.